Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 52mm maximum abdominal aortic aneurysm on the (B)(6) 2019. The aortic neck length was 17.5mm it was reported during the index procedure, the physician implanted 6 heli-fx endoanchors in order to prevent neck dilation and to treat a type ia endoleak. The type ia endoleak was not resolved with the placement of the endoanchors. A CT carried out on the (B)(6) 2019 and the (B)(6) 2019 showed a type ii endoleak was present at the lower mesenteric artery and lumbar artery. On the (B)(6) 2021, a type ia and type ii endoleak was seen on imaging. It was said this type ia endoleak is a previous type ii endoleak miscategorized. It corresponds to the lumbar artery type ii endoleak. On the (B)(6) 2021 in order to treat the type ia endoleak and aneurysm enlargement , an aortic cuff was implanted as well as 2 renal stents which did not resolve the endoleak. On (B)(6) 2021: it was confirmed that the cuff implanted to treat the type ia endoleak on (B)(6) 2021 was a endurant cuff ( etcf3232c49ee ) the site assessed the type ia endoleak as having a causal relationship to the procedure and unlikely related to the device (uncertain which device). The sponsor assessed the type ia endoleak as not related to the procedure but possibly related to the device (endoanchor). No additional clinical sequalae was provided and the patient will be monitored.